Event description:
Physician was attempting to treat a diffused lesion exhibiting subtotal occlusion and calcification using amphirion deep dilatation catheter. It was reported that during inflation of the device the balloon burst. The balloon burst at 1st inflation, pressure was held for 50s at 14bar. The vessel is non-tortuous. There was no injury to patient.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation performed (no device returned). Evaluation conclusion: (based on the information available no root cause can be determined). (B)(4).